Manufacturer narrative:
B3: event date unknown. One device was returned for evaluation. Visual inspection revealed fluid residue on the bottom of the pump suggesting fluid contamination. The event history log was downloaded and inspected. Functional testing was able to replicate the reported issue. The root cause was determined to be a non-functional downstream occlusion (dso) and upstream occlusion (uso) sensor due to fluid contamination. Due to the condition of the device, it was to be scrapped. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the cassette was not correctly inserted and the ¿downstream occlusion¿ alarm occurred only when the cassette was removed. There was unknown patient involvement and unknown patient harm.